Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Family member advised back blue vinyl upholstery is cracked down the middle.